Event description:
It was reported that the pt underwent a pump replacement for "end of battery life". The drug solution was prepared in the pharmacy using 10 mls of the lioresal product and an add'l 10 mls of preservative free normal saline to produce 1000 mcg/ml. The pump was aspirated to remove the 20 mls of prefilled saline from the pump. The 20 ml baclofen solution was then injected into the pump. On the following day, the pt experienced unspecified withdrawal symptoms. The pt returned to surgery to rule out occlusion or catheter tears, but none were found. The hcp then increased the daily dose by 50%. The pt's "symptoms subsided" after the dose increase. A sample of the drug was sent for quantitative analysis and it was found that the drug concentration was 530 mcg/ml instead of 1000 mcg/ml. The pt was doing fine at the time of the report.